Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two months post implant poor pacing was noted and the right ventricular (rv) lead was slightly dislocated. A lead revision procedure was performed. During the procedure the implantable pulse generator (ipg) ventricular port screw interface could not tighten the screw and the "wire was slippery". The device was removed and replaced. The lead remains in use. No patient complications have been reported as a result of this event.